Event description:
Patient had a kangaroo¿ nasogastric feeding tube placed. Once the nasogastric (ng) feeding tube was taken out, the tube was not intact. The tip was still inside the patients stomach, shown by x-ray and CT. The ng tube was removed via esophagogastroduodenoscopy. Registered nurse who removed the tube did not feel any resistance or noticed anything abnormal with the placement or removal of the tube. Missing tip of the tube was noted at the time of removal. Packaging was not saved. Removed tip is not available.